Event description:
It was reported that before use the foley catheter cuff was torn. Per follow up information received via rcc on 23sep2025, stated that during pretesting, the foley catheter balloon did not inflate properly, so checked and found a hole, and sterile water leaked.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. The product had caused the reported failure. Sample was evaluated and found there was a tear on sac body of catheter that allowed water to leak out. Tears were examined under microscope and noted not to be rough. A review of the manufacturing process indicates that the process can produce this type of defect. Therefore, this failure mode confirmed as manufacturing related. A potential root cause for this failure mode could be scratched/torn sac due during combing activity. Wrong technique of combing activity can cause latex peel off (sac area). The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the foley catheter cuff was torn.